Manufacturer narrative:
The insulin pump was received with a blank display due to a broken component on the interface board.

Event description:
The customer's mother reported a blank display on the insulin pump after it was dropped. Troubleshooting was performed, and the display remained blank. Nothing further was reported.